Event description:
Customer reports he and his caregiver had to be treated for an accidental needle stick because they had poked themselves with his used lancets that were improperly disposed (discarded in the trash). The customer states he had hepatitis b as a child, and now his caregiver is being treated at a clinic for hepatitis b. No product being returned since it was disposed of in the trash. Replacement product was sent.